Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard tibial component, catalog #: unknown, lot #: unknown; unknown vanguard articular surface, catalog #: unknown, lot #: unknown; palacos antibiotic cement, catalog #: unknown, lot #: unknown. Report source: australia. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2022-02723, 0001825034-2022-02725.

Event description:
It was reported patient underwent a revision procedure nine years post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this event is a duplicate of MDR # 0001825034-2022-01912. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined that this event is a duplicate of MDR # 0001825034-2022-01912. The initial report was submitted in error and should be voided.